Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No malfunction alerts were found being triggered in the ilet engineering logs. Multiple instances of alert 35 (insulin occlusion) were found triggered between (B)(6) 2024 through (B)(6) 2024. Based on the engineering logs, the ilet was experiencing multiple occlusion alerts which caused the motor to be paused. During these instances, no insulin was able to be delivered and cgm glucose continued to rise and eventually went above 400mg/dl. Once the occlusion alerts were cleared and the ilet was able to successfully move the insulin motor for a basal delivery, requests for insulin were occurring every 5 minutes, however cgm glucose values did not appear to be affected. Throughout the high event, multiple dinner meal announcements were recorded. Alerts for occlusion and high glucose were seen continuously being triggered before "acknowledged." The ilet does not appear to be malfunctioning and is behaving as intended. When occlusion alerts were no longer listed as "active," the ilet was found to be continuously requesting insulin deliveries in reaction to high cgm glucose levels. No malfunction alerts were triggered to indicate issues with the motor or geartrain associated with drug delivery. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, device engineering logs, and case notes, the root causes of this event were determined to be infusion set failure and failure to respond to ilet alerts and hyperglycemia according to the device training, leading to hyperglycemia requiring treatment in the ER. The user was appropriately re-educated and restarted on the ilet.

Event description:
On (B)(6) 2024 an ilet user reported she experienced a high blood glucose (bg) event that led to a hospitalization. The user reported her bg had been high (392 mg/dl) for 12 hours before getting admitted to the ER. The user reported she received IV fluid and insulin to treat her high bg. The user was treated and released later the same day. The user reported she went back on the ilet after she got home from the ER. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) spoke to the user and the user's healthcare provider (hcp). The user reported she recently had multiple infusion set site failures (convatec inset 23", 6mm). The cds discussed the proper timing of changing infusion sets, rotating sites, and not meal announcing when bg is high to prevent ilet maladaptation. The user was back using insulin injections but will restart the ilet on 1/26/24 using newly rotated infusion set sites. The cds will also send the user convatec contact detach infusion set samples to try.